Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73a1800827 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are not loading properly. There was no consequence for the patient, the device was changed.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent. The returned sample appears used as there is biological material present on the device. Reference file pic_anp1900060628 for investigation photos. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip was fired. Another attempt was made and a clip was fired. However, the clip was found to be broken at the hook end. The bent rotation tab and the broken clip are both indications that the clips were out of position in the channel and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws and could cause some clips to break inside the channel. The sample was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. Based on functional testing, the complaint issue is confirmed. However, it could not be determined other remarks: exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One device was returned with its rotation tab bent. The device was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. Upon functional inspection, the one remaining clip was found to be broken. The bent rotation tab and the broken clip are both indications that the clips were out of position in the channel and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws and could cause some clips to break inside the channel. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that the clips are not loading properly. There was no consequence for the patient, the device was changed.